Manufacturer narrative:
The reported events of dislodgment and capture issues were unconfirmed. A complete lead was returned, and visual examination of the lead found the helix retracted and clogged with blood and tissue. The helix was able to retract and extend normally and the helix extension length was normal. Electrical testing was normal. Visual and x-ray inspection of the lead was normal except for procedural damage. No other anomalies were found.

Event description:
It was reported that patient presented to emergency department with symptoms of shortness of breath and chest pain. It was noted that the right atrial (ra) lead had high capture threshold and had been dislodged. X-ray imaging was used to confirm the dislodgement. The lead was explanted, and another ra lead was successfully implanted. Patient was stable.